Event description:
The reporter contacted animas on (B)(6) 2012 stating that during a battery change the keypad buttons became unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. No further information was available. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the functional test was unable to be performed on the keypad or the audio bolus button due to a blank display screen, moisture inside the pump and moisture on the keypad flex. The display lens was also found to be leaking during a leak test. Down load history was not able to be completed due to moisture.